Event description:
Contact reported the pedicle screws broke off between initial surgery and revision. Original procedure was an l4-s1 fusion. Patient presented with post-op pain and screws found to be fractured. A revision was performed to remove the broken hardware and to extend the construct down to the ilium.

Manufacturer narrative:
No conclusions can be made at this time. Visual examination of the device was consistent with a fatigue fracture. No anomalies were found. The device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.